Event description:
The patient was implanted with the vivistim system on (B)(6) 2024. The patient reported discomfort near the ipg surgical site when lying down and stated that she could feel the ipg moving. The patient elected to have the ipg and lead explanted on (B)(6) 2025. A small distal portion of the lead was left in place; the physician confirmed that less than 5 cm of lead remained, as recommended in the IFU.